Event description:
User reported that arterial occluder would not open as expected, resulting in the patient experiencing hypotension. The user completed the case successfully by manual transfusion of blood into the patient.

Manufacturer narrative:
Investigation did not find any evidence of damage, debris, or device malfunction. Device was tested and confirmed to be operating appropriately. The user has been re-trained on how to manually open the occluder in case the occluder remains closed.